Event description:
It was reported that before use of the ultrasafe x50 x100l aff white there was an issue with foreign matter. "There were 21 defects found for black specks, spots or streaks of burned material >2.00mm and 4 defects were found having embedded debris visible at 18" with the naked eye." The following information was provided by the initial reporter: upon visual inspection by iqc, material failed per specification for two major defects at aql 0.10, accept 1, reject 2. (Sample size 500 ea) there were 21 defects found for black specks, spots or streaks of burned material >2.00mm and 4 defects were found having embedded debris visible at 18" with the naked eye.

Manufacturer narrative:
Investigation summary: no samples or photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Ultrasafe finger flanges are manufactured by a bd supplier. The supplier was contacted upon receipt of this complaint and a review of the batch history documentation (bhd) was conducted as part of a supplier complaint investigation. The release paperwork for bd-swindon has been reviewed and the batch was shipped meeting the applicable specification. Following previous complaints of this nature, supplier complaints were raised for the mould vendor to investigate the root cause of this type of issue and to define corrective and preventative actions as required. In addition to the actions conducted as a result of the supplier complaint, bd sqa holds regular meetings with the supplier to continually monitor and improve quality and performance. The concerned batch has been previously investigated for a similar or equivalent problem statement. Although, based on the failure rate, the reported condition is out of specification, the moulded in contamination is minor and does not affect the fit, form or function of the final assembled product and, although undesirable, the condition poses no risk to the end user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the ultrasafe x50 x100l aff white there was an issue with foreign matter. "There were 21 defects found for black specks, spots or streaks of burned material >2.00mm and 4 defects were found having embedded debris visible at 18" with the naked eye." The following information was provided by the initial reporter: upon visual inspection by iqc, material failed per specification for two major defects at aql 0.10, accept 1, reject 2. (Sample size 500 ea) there were 21 defects found for black specks, spots or streaks of burned material >2.00mm and 4 defects were found having embedded debris visible at 18" with the naked eye.